Event description:
Physician reported "implant rupture." Device has been explanted. This relates to the right side.

Manufacturer narrative:
(B)(4). Visual analysis: device photograph(s) for the device related to the reported event of rupture was reviewed on (B)(6) 2022. Visual analysis of the photographs identified: broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed two broken assessed as an unidentified (tear) opening (shell thickness whiting to spec) additional observations: no other observation observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Physician reported "implant rupture". Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported "implant rupture". Device has been explanted. This relates to the right side.